Event description:
The pt's daughter reported that her mother had fallen down the week before christmas and had broke (fractured) her arm. The pt fell again two days ago and broke her nose. The company rep had programmed the device earlier that day; the device had been set to level six at implant and was "readjusted to level two today." Subsequently, the pt had stated that her "eyes were shut so tight (she) can't see." Add'l info has been requested from the physician.